Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged blank display, exposure to moisture and visit to emergency room for high bgs found on (B)(6) 2022 (per ss event date). However, the customers note stated that the customer returned pump for an alleged blank display, exposure to moisture and visit to emergency room for high bgs found on (B)(6) 2023. On case-(B)(4), svn#: (B)(4). Customer returned pump for an alleged blank display, exposure to moisture and keypad anomaly found on 18-feb-2023. On case-(B)(4), svn#: (B)(4). Customer returned pump for an alleged critical pump error (open book image) alarm and exposure to moisture found on 28-feb-2023. On case-(B)(4), svn#: (B)(4). Customer returned pump for an alleged battery cap contact missing/damaged, blank display and battery cap broken/cracked/damaged found on 11-oct-2022. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The original battery cap locks securely into place. The pump was received without a battery installed. The pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, keypad voltage test or verify critical pump error (open book image) alarm and keypad anomaly due to blank display. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. Unable to upload pump to carelink due to blank display. Pump was cut open to perform visual inspection and found moisture damage (water) on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was dried, cleaned and installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcba 1 was dried, cleaned and installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Blank display was confirmed due to moisture damage (water) on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a partially broken battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label fading and a broken belt clip rails. Battery cap contact missing/damaged and battery cap broken/cracked/damaged were not confirmed. Blank display was confirmed. Unable to verify customer alleged for high bgs. Unable to perform the required testing, verify critical pump error (open book image) alarm, keypad anomaly, download firmware using crest, download history files/traces using thus, generate power management graph and upload pump to carelink due to blank display. Blank display was confirmed due to moisture damage (water) on the pcba 1 and pcba 2. During visual inspection, moisture damage (water) was also found on the force sensor, motor and vibrator. Assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was exposed to extreme cold water and was taken to the emergency room.  Troubleshooting was partially performed and found that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl when admitted to the hospital. The customer reported nausea and headache as symptoms. It was found that the customer was in the emergency room for 2 hours and the insulin pump had a blank display from the moisture damage. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. The product was returned for failure analysis.